Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/bipap and mechanical ventilator devices. The manufacturer received information alleged particles in device, device has burning smell, difficulty breathing and device not turn on/functioning. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleged an issue related to CPAP device sound abatement foam. The patient has alleged particles in device, device has burning smell, difficulty breathing and device not turn on /functioning. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected the device and observed the following from an external and internal inspection: rust and corrosion on the p4, indicating potential liquid ingress, dust-like contamination on the ui (user interface) panel, the top enclosure, accessory module slot, the rear panel, iso (international organization of standardization) port, bottom enclosure and dc jack color insert, extreme black contamination consistent with keratin at the air outlet of the blower box, in the iso port, on the blower outlet seal, unknown yellow residue on ui panel, top enclosure, keypad on top enclosure, accessory module slot, air inlet, sd (secure digital) card flip door, bottom enclosure and p3 of pca (printed circuit assembly), unknown brown residue on dc black color insert, bottom enclosure, top enclosure and ui panel. The therapy button on keypad is cracked. Extreme dust-like contamination throughout all the blower motor, rust and corrosion on inside of blower motor, unknown residue on sd card slot on pca, unknown dark brown particles on blower box and top enclosure. Additionally, there were potentially dried liquid spots on inside of blower motor indicating potential liquid ingress. Damage to the blower motor impeller was also observed. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation, observe dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Evaluation method code, evaluation results code and conclusion code grid has been updated.

Manufacturer narrative:
Previously captured problem code grid, valuation results code grid, conclusion code grid codes wrongly box h: problem code grid, valuation results code grid, conclusion code grid was updated now.